Event description:
Kinked baxter IV tubing below the drip chamber, unable to utilize tubing because it is kinked. This likely would cause alarms and potentially impact the amount of medication the patient receives. IV tubing kinked and unable to be straightened out for the tubing to be useable.